Manufacturer narrative:
Concomitant product: product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the issue had been resolved.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2015 (B)(6); product type catheter.

Manufacturer narrative:
Concomitant medical products: product ID neu_refillneedle, product type: accessory. (B)(4).

Event description:
Additional information received reported that the patient was taking oral dilaudid 8mg, 1-2 every 4 hours, for a maximum of 10 days at the time of the event. The underdose symptoms that the patient was experiencing were sweating, agitation, increased pain and insomnia. At the intrathecal catheter dye study shuntogram and extensive fluoroscopic supervision, a needle from the catheter access port kit was used through the template under fluoroscopic visualization. Mild-to-moderate difficulty was found and originally locating the catheter access port engaging with the needle. Once the health care provider (hcp) located the catheter access port, aspiration was negative and the hcp was unable to aspirate any amount of fluid beyond a scant clear fluid. The catheter was surveyed from the proximal location of the pump along the entire route. Finding the distal tip was relatively easy at t8 through the rest of the catheter was relatively difficult to visualize. The hcp did not inject contrast, due to not being able to aspirate. Due to the hcp concerned over the moderate difficulty placing the needle and the possibility of a blocked needle, the hcp removed the needle and replaced it with another needle from the catheter access port kit. The second attempt was easier. The second needle was connected and verified to be patent, but aspiration was negative. The hcp terminated the dye study and determined that the catheter was blocked and there was a need for surgical revision. In the operating room the hcp attempted aspiration during surgery and the results were again negative. The connector seemed to be firmly on the pump. The proximal portion from the connector over to the catheter access port was dissected out carefully, but the connection to the catheter heading distal into the spine and into the flank was difficult to find as the connector had popped off of it. The hcp determined that the connector had popped off during the hcp's manipulation and dissection. The catheter was then found to not have any cerebrospinal fluid (csf) backflow. The catheter was identified down to the level of the anchor and the anchor removed and detached from the patient. It was then sliced off using the supplied cutting removal tool from the manufacture. Good backflow of csf was still not seen, although slight csf was seen dripping so the catheter was shortened to the minimal length. The hcp then withdrew the distal catheter approximately 1 to 2 cm and got excellent flow of fluid back. The new proximal intrathecal catheter was then hooked to the distal portion that was left in situ, with a new anchor attached and secured to the supraspinatus ligament on both sections. The proximal catheter was trimmed to length and connected to the pump. The catheter access port was easily localized and under direct visualization the needle was placed. The aspiration was positive and contrast was injected to ensure that no leakage was seen. An excellent thoracic myelogram was seen and the catheter seemed to be dorsal. The pump was reset to deliver 0.5 mg of dilaudid per day, down from the previous 2 mg a day and a priming bolus was programmed to bring the drug out of the tip of the catheter. Prior to the catheter replacement the patient was experiencing withdrawal symptoms. After catheter replacement the patient experienced some withdrawal symptoms as well, but at the first wound check, increases in the pump had been made and the pain was well controlled. The patient had recovered without permanent impairment.

Event description:
Additional information received from the health care provider (hcp) reported that the patient was not receiving pain relief with bolus use/adjustments.

Event description:
It was reported there was a catheter occlusion of the distal segment and the catheter was unable to be aspirated. Troubleshooting included a dye study. The cause of the issue was undetermined. As a result, the healthcare provider (hcp) removed the entire pump segment and part of the spinal segment and replaced it with a new pump segment on (B)(6) 2015. The patient experienced underdose symptoms about a month ago and the location of the issue or symptom was the ¿catheter track." The patient¿s status at the time of this report was ¿alive-no injury.¿ the pump was being used to deliver morphine, bupivacaine, and hydromorphone. If additional information is received, a follow-up report will be sent.